Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, a flat, red, tissue-like thrombus formation was present on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. The origin of the formation and duration of time for which it was present within the device could not be determined. Additionally, examination of the proximal side of the outlet stator revealed a pink, non-laminated deposition situated between the outlet bearing ball and one of the blades of the outlet stator. Its lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed no evidence of denaturation and the outlet bearing cup showed no evidence of circumferential contact marks, indicating that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the reported event. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records for the pump showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Correction: the patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with heart failure symptoms, shortness of breath, dark urine, and overall malaise. The patent's lactate dehydrogenase level was elevated. An echocardiogram showed suspected pump thrombosis. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.